Event description:
It was reported that the patient experienced no stimulation sensation. The implantable neurostimulator (ins) did not "hold a charge." It was indicated that the patient had problems since the implant. The last time that the patient recharged was "months ago." Later it was reported that there were communication and coupling issues. The patient had not had time to recharge. The patient had not had stimulation in about 6-12 months. It was revealed that the patient had let the ins "go into discharge" three times, and it could not be started again. A replacement surgery was planned. The patient was still having problems with the system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)